Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. It was confirmed that the button symbols are worn. The up arrow keypad button was intermittently responsive during testing. During investigation, the up arrow key contact was observed to be misaligned.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow keypad button has been intermittently unresponsive. She noted that the up arrow button does not click when pressed; the up arrow and ok keypad button symbols are worn; and the rubber keypad is worn thin. The patient denied exposing the pump to water; and stated that she carries the pump on a clip.